Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to an elevated blood glucose level of over 700 mg/dl. Contact alleged that cause may have been the pump, but could not confirm. Additional information was not provided. Contact declined to further troubleshoot with tandem technical support.